Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that dr. Brought patient to surgery for explants of tha and placement of antibiotic spacer. He did direct lateral approach. When joint was incised a pus like fluid was discovered. Cultures were taken. After careful debridement, dr popped head of trunnion and dissociated the liner from the cup. Abnormal burnishing was discovered on the head in the head/trunnion junction. Burnishing and pitting were also noted on the trunnion but stem was well fixed. Abnormal wear was also discovered on the acetabular liner in the lipped/elevated area. Parts were replaced with a 32+4 lfit k-40 head and xfire liner as the stem and cup were fixed and culture was negative. Event update per review of medical records "preoperative diagnosis: possible infection, right hip, status post right total hip replacement. "No acid-fast bacilli and no fungal growth was noted after six weeks."

Manufacturer narrative:
An event regarding alleged corrosion and infection involving a ceramic head was reported. The event for corrosion was confirmed based on material analysis. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device remained implanted. Medical records received and evaluation: a review of the primary, revision operative reports, office notes and x-ray printouts by the consulting clinician revealed on (B)(6) 2012 a revision of the right total hip arthroplasty was performed for which an operative report describes a lateral approach with a pre-operative diagnosis of possible infection and a post-operative diagnosis of ceramic head trunnion failure with ceramic debris. The operative findings describe "aspirated hip. White purulent material. No growth. Negative gram stain. Repeat aspiration. Same", and "seropurulent fluid and the appearance of corrosion and fretting of the interior of the ceramic trunnion and femoral trunnion". The stem and shell were noted to well-fixed and were retained. The head was changed to a v-40 32/plus-4 lfit. A new 32/10° x3 poly insert was inserted by uncomplicated surgery. The surgical pathology report from that date describes a 7.5 x 3.0 x 1.5-centimeter yellow/pink rubbery tissue and a micro noted "chronic inflammation with lymphocytes, plasma cells and scattered eosinophils ... A zone of degenerating acute inflammation ... Scattered spherical particles may represent bacterial cocci or extruded neutrophile granules". No acid-fast bacilli and no fungal growth was noted after six weeks." On (B)(6) 2012 a ''right total hip arthroplasty. Doing very well. Minimal discomfort" was noted. Device returned to manufacturer. Not yet notified of evaluation." X-ray showed "no loosening or failure". Office visits ofnovember 31, 2012 and january 31, 2013 note complaints of urinary tract infection and pelvic pain. There are no complaints referable to the right hip." A visit of (B)(6) 2014 notes, "doing very well. No pain with range of motion. Abductor strength improved to 4-plus over 5. No recurrent episodes of instability". The patient was to return in one year. On (B)(6) 2015 the patient was discharged from physical therapy. Multiple subsequent visits through (B)(6) 2015 were primarily for ear, nose, and throat and medical problems with no complaints referable to the right hip." "The previously reviewed material analysis report noted the likelihood of impingement of the stem neck on the acetabular shell and likely mechanically assisted corrosion process in the femoral head trunnion. There is no histologic confirmation that this patient's symptoms were related to altr. Chronic periprosthetic infection with a low virulence organism has not yet been completely ruled out." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event was confirmed based on the review of the material analysis. The reported stem was not returned and it remained implanted. Material analysis concluded that "the rim of the acetabular insert showed signs of burnishing and deformation typical of impingement with the neck of the femoral stem. There was material present on the trunnion of the femoral head indicating a mechanically assisted corrosion process may have been taking place." Additionally, the medical records were reviewed by a consulting clinician and indicated "the previously reviewed material analysis report noted the likelihood of impingement of the stem neck on the acetabular insert and likely mechanically assisted corrosion process in the femoral head trunnion. There is no histologic confirmation that this patient's symptoms were related to altr. Chronic periprosthetic infection with a low virulence organism has not yet been completely ruled out." Although the device information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that dr. Brought patient to surgery for explants of tha and placement of antibiotic spacer. He did direct lateral approach. When joint was incised a pus like fluid was discovered. Cultures were taken. After careful debridement, dr popped head of trunnion and dissociated the liner from the cup. Abnormal burnishing was discovered on the head in the head/trunnion junction. Burnishing and pitting were also noted on the trunnion but stem was well fixed. Abnormal wear was also discovered on the acetabular liner in the lipped/elevated area. Parts were replaced with a 32+4 lfit k-40 head and xfire liner as the stem and cup were fixed and culture was negative. Event update per review of medical records "preoperative diagnosis: possible infection, right hip, status post right total hip replacement. "No acid-fast bacilli and no fungal growth was noted after six weeks."